Event description:
The patient stated that the device is making a humming sound. He stated that the display was normal, but the device would not function properly. The patient inserted a new power pack and the device appeared to work okay, but the patient was not comfortable with continuing to use the device. The product was requested to be returned for evaluation.